Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the (unknown) liberty cycler, and the adverse events of bacteremia, which led to the removal of the patient¿s pd catheter (not a fresenius product) and subsequent transition to hd for rrt. The etiology of the patient¿s bacteremia is unknown; therefore, causality cannot be established. Biofilm bacterial infections are implicated in most human bacterial infections and are common in patients undergoing pd therapy. Limited information precluded an extensive and thorough investigation. Based on the limited information available, the liberty cycler is disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has a cycler that has never been used due to an infection. The patient stated the pd nurse would request a newer software version. Technical support advised the patient to bring the cycler to the clinic and the pd nurse would make the arrangements with the new cycler. Upon follow up, the patient¿s previous peritoneal dialysis registered nurse (pdrn) revealed the patient¿s liberty cycler is greater than one year old. The pdrn does not remember the exact date, however the patient transitioned to hemodialysis (hd) after encountering a severe bacteremia several years ago (best estimation was 2017). The pdrn does not remember any specifics, except the pd catheter (not a fresenius product) was surgically removed and the patient transitioned to hd with another dialysis provider. The patient is currently attempting to transition from incenter hemodialysis (hd), and wishes to return to continuous cyclic peritoneal dialysis (ccpd) at home. The patient was instructed to call fresenius to replace the current liberty cycler, for a liberty cycler with updated software. Additional information was requested (e.g. Discharge summary, past medical history, laboratory data) however no additional information was available due to the patient¿s records being inaccessible.